Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in subsequent submission.

Event description:
Related manufacturer reference number: 1627487-2019-06642, 1627487-2019-06641. It was reported that the patient was explanted due to ineffective stimulation in (B)(6) 2015. Abbott was unaware of the issue and was not present for the explant.